Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to right ventricular (rv) impedance measurements of greater than 2000 ohms. There was rv noise and oversensing noted in unipolar configuration after the lead safety switch. There was no pacing inhibition or under-pacing observed. Isometrics were performed with the patient, which did not reproduce any noise. Additionally, the right atrial (ra) threshold measurements had increased with a non-boston scientific ra lead. The patient had pocket stimulation when in unipolar configuration. The device would remain in bipolar due to the pocket stimulation, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.